Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("heavy bleeding with large clots") in an adult female patient who had essure (batch no. 628433) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, cesarean section, abdominal pain generalized, backache, calculus of kidney, mental disorder, migraine, obesity, pelvic inflammatory disease and perforation. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine pain ("uterine pain") and menstrual disorder ("my periods returned to normal"). In (B)(6) 2009, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2009, the patient experienced dyspareunia ("pain with intercourse") and vaginal haemorrhage ("spotting afterward"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), mental disorder ("psychiatric and/or psychological condition") and abdominal pain lower ("cramping"). The patient was treated with bupropion hydrochloride (wellbutrin), cyclobenzaprine hydrochloride (flexeril) and surgery (bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the genital haemorrhage, uterine pain, vaginal haemorrhage, fibromyalgia, allergy to metals and mental disorder outcome was unknown and the dyspareunia, dysgeusia and menstrual disorder had resolved. The reporter considered abdominal pain lower, allergy to metals, dysgeusia, dyspareunia, fibromyalgia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-mar-2019: medical records received: lot number was added. Medical history was added. Plaintiffs middle name, date of birth were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in an adult female patient who had essure (batch no. 628433) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, cesarean section, abdominal pain generalized, backache, calculus of kidney, mental disorder, migraine, obesity, pelvic inflammatory disease and perforation. A) received in formalin designated "right ovarian cyst, tube, ovary" is a 3.5 x 3 x 2.2 cm ovary with a pink--tan outer surface and a pink rubbery cut surface containing multiple cysts ranging in size from 0.9 to 0.4 cm in greatest dimension. Adherent to the ovary is a 6.5 cm long, 0.8 diameter fallopian tube with an unremarkable fimbriated end. Also present is a separate pink-brown segment. Of rubbery soft tissue, 1.3 x 1 x 0.4 cm. Representative sections are submitted under the following designations. Concurrent conditions included ovarian cyst, hemorrhagic ovarian cyst, bleed in luteal cyst, adhesion, chronic salpingitis, hemosiderosis, endometriosis and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In march 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding with large clots"), uterine pain ("uterine pain") and menstrual disorder ("my periods returned to normal"). In april 2009, the patient experienced dysgeusia ("metallic taste in mouth"). In july 2009, the patient experienced dyspareunia ("pain with intercourse") and vaginal haemorrhage ("spotting afterward"). In june 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), mental disorder ("psychiatric and/or psychological condition"), abdominal pain lower ("cramping") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with bupropion hydrochloride (wellbutrin), and surgery (bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the genital haemorrhage, uterine pain, vaginal haemorrhage, fibromyalgia, allergy to metals, mental disorder and vitamin d deficiency outcome was unknown and the dyspareunia, dysgeusia and menstrual disorder had resolved. The reporter considered abdominal pain lower, allergy to metals, dysgeusia, dyspareunia, fibromyalgia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain, uterine pain, vaginal haemorrhage and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: a) right ovary and fallopian tube, excision: ovary: - histologic features suggestive of sclerocystic ovarian syndrome; correlate with clinical findings. - hemorrhagic corpus luteum. - fibrovascular surface adhesions. Fallopian tube: - no pathologic change. Separate tissue in container: fibrin and luteinized cells consistent with hemorrhagic corpus luteum. B) bilateral fallopian tube portion, excision: - segment of fallopian tube with acute and chronic salpingitis, hemosiderin deposition and intraluminal coiled metallic wire - segment of smooth muscle with marked distortion by electrothermal artifact, precluding more definitive evaluation. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information added. New event vitamin d deficiency added. Seriousness criteria for the event genital haemorrhage updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in an adult female patient who had essure (batch no. 628433) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, cesarean section, abdominal pain generalized, backache, calculus of kidney, mental disorder, migraine, obesity, pelvic inflammatory disease and perforation. A) received in formalin designated "right ovarian cyst, tube, ovary" is a 3.5 x 3 x 2.2 cm ovary with a pink--tan outer surface and a pink rubbery cut surface containing multiple cysts ranging in size from 0.9 to 0.4 cm in greatest dimension. Adherent to the ovary is a 6.5 cm long, 0.8 diameter fallopian tube with an unremarkable fimbriated end. Also present is a separate pink-brown segment. Of rubbery soft tissue, 1.3 x 1 x 0.4 cm. Representative sections are submitted under the following designations. Concurrent conditions included ovarian cyst, hemorrhagic ovarian cyst, bleed in luteal cyst, adhesion, chronic salpingitis, hemosiderosis, endometriosis and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding with large clots"), uterine pain ("uterine pain") and menstrual disorder ("my periods returned to normal"). In (B)(6) 2009, the patient experienced dysgeusia ("metallic taste in mouth"). In 2009, the patient experienced dyspareunia ("pain with intercourse") and vaginal haemorrhage ("spotting afterward"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), mental disorder ("psychiatric and/or psychological condition"), abdominal pain lower ("cramping") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with bupropion hydrochloride (wellbutrin), and surgery (bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the genital haemorrhage, uterine pain, vaginal haemorrhage, fibromyalgia, allergy to metals, mental disorder and vitamin d deficiency outcome was unknown and the dyspareunia, dysgeusia and menstrual disorder had resolved. The reporter considered abdominal pain lower, allergy to metals, dysgeusia, dyspareunia, fibromyalgia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain, uterine pain, vaginal haemorrhage and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: a) right ovary and fallopian tube, excision: ovary: histologic features suggestive of sclerocystic ovarian syndrome; correlate with clinical findings. Hemorrhagic corpus luteum. Fibrovascular surface adhesions. Fallopian tube: no pathologic change. Separate tissue in container: fibrin and luteinized cells consistent with hemorrhagic corpus luteum. B) bilateral fallopian tube portion, excision: segment of fallopian tube with acute and chronic salpingitis, hemosiderin. Deposition and intraluminal coiled metallic wire. Segment of smooth muscle with marked distortion by electrothermal artifact, precluding. More definitive evaluation. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Lot number: 628433 manufacture date: 2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pelvic pain") and genital haemorrhage ("heavy bleeding with large clots") in an adult female patient who had essure (batch no. 628433) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, cesarean section, abdominal pain generalized, backache, calculus of kidney, mental disorder, migraine, obesity, pelvic inflammatory disease and perforation. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine pain ("uterine pain") and menstrual disorder ("my periods returned to normal"). In (B)(6) 2009, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2009, the patient experienced dyspareunia ("pain with intercourse") and vaginal haemorrhage ("spotting afterward"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), mental disorder ("psychiatric and/or psychological condition") and abdominal pain lower ("cramping"). The patient was treated with bupropion hydrochloride (wellbutrin), and surgery (bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the genital haemorrhage, uterine pain, vaginal haemorrhage, fibromyalgia, allergy to metals and mental disorder outcome was unknown and the dyspareunia, dysgeusia and menstrual disorder had resolved. The reporter considered abdominal pain lower, allergy to metals, dysgeusia, dyspareunia, fibromyalgia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pelvic pain') in an adult female patient who had essure (batch no. 628433) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included amenorrhea, cesarean section, abdominal pain generalized, backache, calculus of kidney, mental disorder, migraine, obesity, pelvic inflammatory disease and perforation. A) received in formalin designated "right ovarian cyst, tube, ovary" is a 3.5 x 3 x 2.2 cm ovary with a pink--tan outer surface and a pink rubbery cut surface containing multiple cysts ranging in size from 0.9 to 0.4 cm in greatest dimension. Adherent to the ovary is a 6.5 cm long, 0.8 diameter fallopian tube with an unremarkable fimbriated end. Also present is a separate pink-brown segment. Of rubbery soft tissue, 1.3 x 1 x 0.4 cm. Representative sections are submitted under the following designations. Concurrent conditions included ovarian cyst, hemorrhagic ovarian cyst, bleed in luteal cyst, adhesion, chronic salpingitis, hemosiderosis, endometriosis and pelvic adhesions. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding with large clots"), uterine pain ("uterine pain") and menstrual disorder ("my periods returned to normal"). In (B)(6) 2009, the patient experienced dysgeusia ("metallic taste in mouth"). In (B)(6) 2009, the patient experienced dyspareunia ("pain with intercourse") and vaginal haemorrhage ("spotting afterward"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), mental disorder ("psychiatric and/or psychological condition"), abdominal pain lower ("cramping") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with bupropion hydrochloride (wellbutrin), and surgery (bilateral salpingectomy and right oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and abdominal pain lower was resolving, the genital haemorrhage, uterine pain, vaginal haemorrhage, fibromyalgia, allergy to metals, mental disorder and vitamin d deficiency outcome was unknown and the dyspareunia, dysgeusia and menstrual disorder had resolved. The reporter considered abdominal pain lower, allergy to metals, dysgeusia, dyspareunia, fibromyalgia, genital haemorrhage, menstrual disorder, mental disorder, pelvic pain, uterine pain, vaginal haemorrhage and vitamin d deficiency to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2012: a) right ovary and fallopian tube, excision: ovary: histologic features suggestive of sclerocystic ovarian syndrome; correlate with clinical findings. Hemorrhagic corpus luteum. Fibrovascular surface adhesions. Fallopian tube: no pathologic change. Separate tissue in container: fibrin and luteinized cells consistent with hemorrhagic corpus luteum. B) bilateral fallopian tube portion, excision: segment of fallopian tube with acute and chronic salpingitis, hemosiderin deposition and intraluminal coiled metallic wire segment of smooth muscle with marked distortion by electrothermal artifact, precluding more definitive evaluation. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information added. New event vitamin d deficiency added. Seriousness criteria for the event genital haemorrhage updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.